Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they have to charge every day now, and they want to know if that¿s normal. They stated that they think they are having to charge too often. It was noted that the patient recently had been programmed to a new group, and their parameters have increased. Patient services reviewed how programmed parameters affect recharge interval. The patient stated that they do have their stimulation settings higher and have 3 different groups. They added that they have an appointment with their physician on (B)(6) 2018. No further complications or patient symptoms were reported or anticipated. Additional information was received from the patient. The patient stated that after being implanted on (B)(6) 2018, they found that they needed to recharge the device nightly. They added that recharging was quick, less than one hour from 30-40%, and then to a full 100%. The patient stated that they discovered through trial and error that when charging the ins at night, the device would turn itself off sometime during the second night, unless they charge the battery. However, if they charged in the morning, the device would ¿alarm¿ by early afternoon of the second day. The patient stated that the average length of time between charged was 28-30 hours. They noted that at their first post-op appointment, there was an issue with a contact on one of their leads. The patient stated that contact 4 on the lower lead had high impedances, and since this contact was one of the active points on that lead, they concluded that this was the reason for needing to charge daily. They mentioned that after the manufacturing representative (rep) switched to the adjacent contact, the projected life of the battery¿s charge jumped 4.1 days. The patient concluded that in actual use, they charged every 2.5 or 3 days. They stated that as the rep was testing the leads, they experienced an intense shock. After recovering from the pain of the shock, the rep noted that another contact showed high impedances and appeared to be ¿burnt out.¿ the patient stated that contacts 4 and 7 on that lead were now defective. The patient indicated that the rep programmed the patient with high-density settings. They added that due to this, they would feel the sciatic pain in their legs, and an intense burning in their feet for up to 2 days while their body got use to the settings. The patient did not sleep for 2 nights. When the patient left the doctor¿s office on (B)(6) 2018, their settings were the following: intensity- 5.6; pulse width- 150; and pulse rate ¿ 1000. With these settings, the patient was told that their battery had a charge life of 1.8 days. However, the patient noted that they realistically had to charge every night. After the patient went grocery shopping, their feet and legs hurt a lot, so they needed to increase the intensity up to 6.0 in an effort to alleviate the pain. On (B)(6) 2018, the patient turned their intensity down to 5.8. The patient stated that their spinal cord stimulation did what they needed it to do, and they were able to wean themselves off their pain medication. The patient concluded that they are now much healthier than the average 60-year-old male. No further complications were reported or anticipated.